Manufacturer narrative:
It was reported that left hip revision surgery was performed. It is unknown which components were removed during revision surgery. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. A review of the complaint history for the cup, hemi head, sleeve and stem was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified for the cup, hemi head and stem. Similar complaints have been identified for the modular sleeve and this will continue to be monitored. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event. No further actions are required at this time. The available medical documents were reviewed. The operative report indicates avn>50% and cannot be ruled out as a contributing factor to the metal debris. The reported pain, elevated metal ions may be consistent with metal debris. Although pain and elevated ions have been reported, the root cause of this cannot be confirmed and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. To date no left hip revision information has been provided. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that left hip revision surgery was performed. Patient reported chronic increasing pain and progressive loss of mobility and ability to function.